Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 09:32:15. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The high drain alarm was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.